Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification, alongside random manual power ons, up to the 3rd august 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.